Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. The broken piece, approximately 0.41" x 0.10" was not returned, the material was missing. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during central processing, the user conducted an inspection and observed a damaged tip of the harmonic ace instrument. There was no patient involvement.